Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that the patient expired, and their final log file was submitted to be reviewed. The log file review confirmed persistent low flow hazard alarms when the pump flow dropped below the low threshold of 2.5 lpm, to as low as 1.8 lpm. A specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation. At 07:06:55, the patient controller was disconnected from external power and the backup battery was in use until 07:07:35 on (B)(6) 2021 when the driveline was disconnected. Additional information from the customer revealed that the patient¿s cause of death was right-sided infarct and that the device operated as expected but will not be returned for evaluation. The cause of the low flow alarms was identified, however, no other information was given. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 15nov2013. Heartmate ii lvas IFU section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this even

Manufacturer narrative:
Patient weight was requested but unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. A review of the log files by technical services found low flow events that occurred from 4:11am to 7:06am on (B)(6)2021. The log file review also found that the system controller was disconnected from all power sources at 7:06am on (B)(6) 2021. The driveline was also disconnected at 7:07am. There did not appear to be any mechanical circulatory support (mcs) equipment issues that caused the low flow events. There were no other unusual events recorded in the log file history. The cause of death was ride sided infarct and it was reported the device operated as expected.